Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the lead dislodged. The lead was replaced.